Event description:
The pt developed a serious infection of the knee after a patellar-tendon grafting operation for acl reconstruction using the graftologer instrumentation set. It is claimed by the user facility that the surgeon removed part of the instrument during use and a black material was noted on the threads. As a result of the infection the pt had to have the graft and screws removed.